Manufacturer narrative:
The insulin pump had motor error alarm during rewind due to corroded motor home switch. Unable to perform rewind and basic occlusion, occlusion, prime the excessive no delivery, displacement, unexpected restart alarm and operating current test due to constant motor error alarm. Pump had crack case on top right corner near display window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 380 mg/dl. Troubleshooting was performed. The device was returned for analysis.